Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that, during recharging, the patient had tremor in their inner left arm and a transitory respiratory arrest immediately after recharger. However, once stimulation was turned off with the programmer the symptoms resolved. There were no external factors reported, with the patient's healthcare professional (hcp) also saying that there was no relation between the occurrence with the recharge system. No further complications are anticipated.

Manufacturer narrative:
Correction: it was determined this is a duplicate report. Please refer to report number 3007566237-2018-01229 for all further information regarding this event. If information is provided in the future, a supplemental report will be issued.